Manufacturer narrative:
Concomitant medical products: product ID 8709 product type catheter section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug (no time - no time to ask n/a at no time - no time to ask n/a) via an implantable pump for unknown indications for use. It was reported that the patient had a loss of therapy, and the catheter was replaced. The company representative (rep) was redirected the caller back to the physician. The rep had to leave the call prior to getting more reportable event information.